Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Event description:
It was reported that 27mm navitor valve was selected for an implant on (B)(6) 2022. The patient's status prior to the implant procedure was noted as stable. The patient had an acute aortic angle of 67 degrees. The implant depth of the valve at deployment and release was 3-4mm. It was noted that the valve migrated after final release. The valve did not block any coronary arteries. The valve was snared and repositioned. There was no tension in the delivery system at the time of final deployment. A valve in valve was initiated with a new 27mm navitor valve. Paravalvular leak was observed after deployment. The patient required a post-dilatation. The patient remained hemodynamically stable throughout the procedure and there was clinical significant delay in the procedure as the result of this event. It was noted that on (B)(6) 2022, the patient passed away related to loss of cardiac output and possible aortic rupture. The cause of the loss of cardiac output and possible aortic rupture remains unknown. Information related to the paravalvular leak, post-dilatation, death are captured in complaint number: (B)(4).

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."h6. Health effect - impact code: 2199 removed.

Event description:
It was reported that 27mm navitor valve was selected for an implant on (B)(6) 2022. The patient's status prior to the implant procedure was noted as stable. The patient had an acute aortic angle of 67 degrees. The implant depth of the valve at deployment and release was 3-4mm. It was noted that the valve migrated after final release. The valve did not block any coronary arteries. The valve was snared and repositioned. There was no tension in the delivery system at the time of final deployment. A valve in valve was initiated with a new 27mm navitor valve. Paravalvular leak was observed after deployment. The patient required a post-dilatation. The patient remained hemodynamically stable throughout the procedure and there was clinical significant delay in the procedure as the result of this event but was hemodynamically stable upon leaving the cath lab. It was noted that on (B)(6) 2022, the patient passed away related to loss of cardiac output and possible aortic rupture as the result of patient had a pericardial effusion causing cardiac tamponade. Information related to the paravalvular leak, post-dilatation, death are captured in complaint number: (B)(4).